Manufacturer narrative:
The customer¿s report that the set leaked at the connection port was confirmed. Visual inspection of the set showed no anomalies or damage on the set or its components. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing confirmed leaking at the engagement of the tubing to the male luer adapter. The root cause of the customer¿s report was not identified.

Event description:
The customer reported the set leaked at the connection port with the epidural while infusing on a patient. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the set leaked at the connection port with the epidural while infusing on a patient. There was no report of patient harm.